Event description:
Customer reported, no image on left monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the problem was caused by toe tapping. Ge rep explained the problem asked customer not to do toe tapping. System operates as intended.